Event description:
The ge oec 9800 fluoroscopy system had erratic image display. Fluctuating image response.

Manufacturer narrative:
A ge oec service rep investigated the issue and adjusted the ps1 power supply above the 5 volt threshold, adjusted the camera iris for image quality and monitor brightness. The sample rate was slowed down, and system performance was assessed for proper specifications. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.